Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2020 wherein the patient had a new lead placed at t10/11. The old lead was left at t8/t9 but the physician cut and removed the length of the wires. During lead revision it was noted that the lead was fractured. The patient did note that they had a fall. Therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the patient¿s ipg replacement procedure (see related 1627487-2020-00511), diagnostics indicated high impedance readings. The patient reports having multiple falls several months ago. As a result, surgical intervention may take place to address this issue.